Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing of the subject device, it was found that foreign material like liquid came out from the channel of the subject device. The reprocessing method of the subject device at the user facility is unknown. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the air/water nozzle was dirty, and then replaced the air/water nozzle with a new one. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. Also the manufacturer date of the subject device is under investigation at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 20-oct-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the approved final investigation and to correct g2/h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event likely occurred due to user mishandling and inappropriate reprocessing. Olympus will continue to monitor field performance for this device.